Event description:
This patient had a breast reconstruction with polyurethane implants in november, 1990. Following the implantion she developed arthrlgias in ilateral wrist with weakness. In addition, she developed intermittent stiffness throughout her body as if, she had a flu-like illnessdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.